Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) displayed high pacing impedance measurement greater than 2000 ohms during the implant procedure. It was noted that the lead kept falling out of the header of the device. A new device was successfully implanted with no reported issues. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.